Manufacturer narrative:
Upon reassessment of the reported event, it was determined this device should not have been reported under MFR 3002806535-2017-00179 . This report was submitted in error and should be voided. A corrected report has been submitted under MFR number 0001825034-2017-08174.

Manufacturer narrative:
(B)(4). The set screw is packaged with the femoral component; the femoral component was implanted, however, it is unknown if the set screw is available to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee arthroplasty the set screw would not thread into the femur / stem taper assembly as intended. Another femur was opened to try another screw, however, the result was the same. The procedure was completed without utilizing a set screw. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.